Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was done with two prostyle devices using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Reportedly, post procedure, one of the pre-placed prostyle sutures broke while advancing the knot using the knot pusher. The remaining prostyle suture was successfully advanced/tightened, but manual compression was added to fully achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.